Manufacturer narrative:
Review of the device history record (DHR) and supporting quality records confirmed no anomalies that may have caused or contributed to the malfunction.

Event description:
The consumer reported she was unable to find the string during removal and the pessary was stuck inside. She believes the string was there upon insertion. She had this problem occur once before and her husband was able to remove the pessary then. She was unable to remove the pessary and planned to visit a doctor for assistance. Multiple attempts have been made to obtain further information, however no further information has been received.